Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported that the device screen freezes permanently and the displayed readings were frozen. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. All alarm conditions were audible and visual, and the display reading was not frozen. In the absence of emi or liquids, the touchscreen functioned as designed. When subjected to emi or liquids, the touchscreen sometimes responded to physical touch but was also activated without physical touch.

Event description:
The customer reported that the device screen freezes permanently and the displayed readings were frozen. There was no patient impact or consequence reported.